Event description:
Info received indicates the bed has no hydraulic functions.

Manufacturer narrative:
The technician replaced the blown f17 and f18 fuses on the power control module to repair the bed.